Event description:
It was initially reported that the patient had high impedance (output status - limit, impedance - high, dcdc - 7) at a recent appointment. They were not disabled at that time and there was no reported trauma or manipulation. X-rays were planed but have not been received by the manufacturer.

Event description:
Additional information was received that the patient had their device turned off. It is unclear at this time if the patient will be moving forward with surgery. X-rays were received by the manufacturer for review. Based on the x-rays received, no gross lead discontinuities or sharp angles could be visualized that could explain the high impedance experienced by the patient. However an unpronounced lead discontinuity cannot be ruled out. As the entire lead could not be assessed, continuity in that portion of the lead cannot be confirmed.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the high impedance was still on going several years later. The physician was considering referring the patient for vns replacement surgery however no surgical interventions are known to have occurred to date.